Manufacturer narrative:
(B)(4). Final analysis of the pump (model: 863720, sn# (B)(4)) revealed high s2 battery resistance. The battery resistance waveform test showed a high resistance of 1608 ohms. The pump ran for a full 2 minutes of 24,000 ul/day, and logs showed a voltage drop of .85 v. In regards to the s2 battery voltage a and b waveform test, the following was noted: va equaled 2.98v, and vb equaled 1.94v. Battery voltage was 3.00v, which was determined to be in spec for s2 pumps. The battery was sent to mecc for further testing. The pump logs revealed a motor stall with recovery had occurred after explant on the following dates: (B)(6) 2011. During analysis, low battery resets and safe states were noted to have occurred on (B)(6) 2011. Corrosion and residue were seen on gear wheel 3's top and bottom surface. Moisture was seen on the bottom of the inner cover of the pumphead housing, pumphead gear, and motor surfaces. No anomalies were found in regards to the rotor magnet gear (s2), and gear numbers 1 through 3. All jewel lubrication was acceptable. Under a microscope, no anomalies were seen in regards to the circuit board, battery, posts, or motor/battery wires. No pump tube leaks were seen. The motor passed patency testing. M1 and m2 motor resistance to case was indicated as being greater than 10 meg. Motor resistance was 499 ohms. The pump's reservoir contained 6.0 ml of lioresal. Analysis findings: analysis of the catheter/accessory (model: 8596, lot/sn# (B)(4)) revealed no significant anomalies. A pump connector and a 16 cm segment of catheter were returned to the MFR. The device passed patency and pressure testing.

Event description:
A pt's pump and catheter/accessory were initially returned the MFR. The devices were marked for disposal only. The pump administered lioresal (2000.0 mcg/ml, 509.1 mcg/day). Add'l info will be provided in a f/u report, as it becomes available.